Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br the stopper pops out of the tube. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: "the tubes' stoppers are popping off after centrifugation. The stoppers are loose, even with the tubes drawn that are not recapped." Additional information 2021-08-30: there was no impact to patient/health professional. There was no blood exposure.

Manufacturer narrative:
The event description, lot number, and device expiration/manufacturing dates have been provided. The following fields have been updated: b: describe event or problem: it was reported when using the tube sst plh 13x100 5.0 plbl gold br the stopper pops out of the tube. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: "the tubes' stoppers are popping off after centrifugation. The stoppers are loose, even with the tubes drawn that are not recapped." Additional information 2021-08-30: there was no impact to patient/health professional. There was no blood exposure. D.2. Medical device lot#: 1088677 d.4. Medical device expiration date: 2022-03-31 h.4. Device manufacture date: 2021-05-04

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Five (5) samples were evaluated by functional testing after centrifugation. No issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the tubes' stoppers are popping off after centrifugation. The stoppers are loose, even with the tubes drawn that are not recapped."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the tubes' stoppers are popping off after centrifugation. The stoppers are loose, even with the tubes drawn that are not recapped."